Event description:
Ous MDR - after an implantation period of approximately 18 months, several episodes of sensing of artifacts without shock delivery, accompanied by pacemaker inhibition were reported. The implant date was not provided.

Manufacturer narrative:
Ous MDR.